Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 3 months. The reason for explanting the device was not provided. No further details were reported.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis. It was also noted that the patient had mrsa. According to the operative report, his preoperative echo "...demonstrated an ejection fraction of 30%. He had no aortic insufficiency and no paravalvular leak, however, the aortic valve had vegetations attached to it." Upon "...visualizing the valve..." It was "...noted that the valve had been covered in a sheet of material consistent with vegetation." The valve was removed and replaced with another edwards bioprosthesis. Furthermore, per the surgeon, the reason for explanting the valve was not related to a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review is currently in process.